Manufacturer narrative:
Image review: a pre-implant patient executive summary was not available for review; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Three fluoroscopic images were available for evaluation of the reported event. Fluoroscopic valve load inspection was not provided for review; therefore, confirmation of appropriate valve loading could not be performed. It was reported that the valve was fully recaptured twice due to dislodgement into the ascending aorta, followed by a partial recapture due to shallow positioning. According to the documentation provided, the valve was ultimately implanted on the fourth attempt at a depth of 3 mm on the non-coronary cusp and 8 mm on the left coronary cusp. Intraprocedural images of the implantation attempts were not available for review; therefore, the factors contributing to the reported positioning difficulties could not be assessed. The available images demonstrate a partially deployed valve followed by a fully released valve. The images were acquired without contrast, which does not allow for assessment of implantation depth or evaluation for the presence of aortic regurgitation or paravalvular leak. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, a pre-dilation was performed with a 22 mm non-medtronic balloon. The valve was deployed two times at a shallow depth and the valve dislodged into the ascending aorta. The valve was fully recaptured both times. The valve was attempted to be deployed a third time at a shallow depth and was partially recaptured and deployed deeper into the left ventricular outflow tract (lvot) and the valve was implanted at a depth of 3 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). No patient complications were reported as a result of this event.